Event description:
It was reported that during a procedure of the moderately tortuous, concentric, heavily calcified, 99% stenosed, de novo, mid left anterior descending artery (lad) with a vessel length of 28 mm and vessel diameter of 2.75 mm, after the lesion was dilated with a non-abbott balloon dilatation catheter (bdc), the 2.75 x 15 mm nc traveler bdc was advanced with anatomical resistance to the lesion. The nc traveler was inflated once at 16 atmosphere (atm) when the balloon ruptured. There was no reported adverse patient effect or a clinically significant delay in procedure. A different non-abbott bdc was used to further dilate the lesion and a xience alpine stent was deployed in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation and the reported balloon rupture was confirmed. The reported resistance during advancement could not be replicated in a testing environment as it was based on operational circumstances. Based on visual analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query/review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency. The traveler is currently not commercially available in the us; however, it is similar to a device sold in the us.